Manufacturer narrative:
Product has been requested for evaluation however it has not been received. Sterilization and lot history records were reviewed and no exceptions were found. The investigation is ongoing.

Event description:
During a cataract surgery a particle was found in the patients eye. The particle was removed.

Manufacturer narrative:
One small vial containing an unknown fluid and a white particle were received along with a blv3220000 pack label from lot w1272. The rest of the pack components were not returned. The particle was compared to a tappi dirt chart and is approximately 80 microns in size. The particle was sent to a lab for analysis. The results are as follows: the particle was tested using standard test method for quantitative analysis by energy dispersive spectroscopy (eds) and general techniques for obtaining infrared spectra for qualitative analysis ¿ fourier transform infrared spectroscopy (ftir). The white colored particle was microscopically examined and photographed using a camera equipped optical stereo microscope. The white colored particle was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds uses the characteristic x-rays generated from a sample bombarded with electrons to identify the elemental constituents comprising the sample. This technique generates a spectrum in which the peaks correspond to specific x-ray energy lines corresponding to specific elements which can then be identified. The eds is capable of qualitative and semi-quantitative chemical analysis of elements atomic numbers 6 through 94. The detected elements are normalized to total 100%. The nominal detection limit for most elements is 0.5%. Eds analysis indicates that the white colored particle consists primarily of carbon and oxygen. Lesser concentrations of silicon, calcium, chlorine, sodium, and aluminum were also detected. This is consistent with organic material, saline residue, and mineral deposits. The particle was then analyzed using a fourier transform infrared (ftir) spectrometer. Ftir is used in the characterization and identification of organic materials through the determination of the intramolecular bonds in the compound. Radiation in the ir region can be utilized by making use of the fact that specific frequencies are absorbed by specific interatomic bonds in organic molecules. Thus ir spectroscopy involves collecting absorption information and analyzing it in the form of a spectrum. The frequencies at which there are absorptions of ir radiation ("peaks" or "signals") can be correlated directly to intramolecular bonds within the material being analyzed. The ftir analysis of the white colored particle produced a spectrum consistent with that of polycarbonate. The lab analysis identified the particle as polycarbonate. The only polycarbonate component in blv3220000 is the needle wrench, which is actually glass-filled polycarbonate. Particulate can be generated from the needle wrench when the needle is tightened using the incorrect (plastic) end of the needle wrench. Since the needle wrench was not returned, we cannot examine it for damage to confirm this. We are unable to confirm the source of the returned particulate. Review of the complaint database revealed no other complaints have been submitted against lot w1272. The investigation is complete. Based on the investigation results, no correction action is required.